Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 555 mg/dl. The customer was treated with insulin pump for high blood glucose level. The customer was not feeling good and was nervous due to high blood glucose level. The drive support cap was normal. The customer observed blood at insertion site. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to completely broken reservoir tube lip. Device received with broken battery tube threads, cracked lcd window, minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o-ring, cracked case display window corner, stained end cap sticker, stained address or serial number label, cracked belt clip slot and cracked case reservoir tube window corner.